Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to multiorgan failure (mof). The patient suffered from progressive mof which was related to the outcome. There were no device issues at the time of the event. The outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. No additional information was provided. Heartmate 3 lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The ¿introduction¿ section of the IFU lists death and various types of organ failure as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.